Event description:
It was reported that the gel on the single site port accessory broke off during a da vinci cholecystectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the port displayed a tear at the bottom right above the rim measuring approximately 1.696 and displayed teeth markings. There were other small tears on the rim measuring approximately .242 and .202. There were no pieces missing. No other damage was found.